Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, two curved openings, white particles calcification -like in device outer surface, green particles mold like appearance in device outer surface and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified two curved openings striated and wear abrasion. Based on the device analysis the final assessment is: two openings striated in the side posterior/anterior assessed as surgical damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.